Manufacturer narrative:
The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2019, the customer indicated that she had been admitted to the hospital twice for mastitis on (B)(6) 2019 and (B)(6) 2019, which is when she had started to experience the issues with the breast pump. She indicated that she had been prescribed antibiotics for the mastitis and it was now resolved. Additionally, the customer confirmed that the replacement pump was working without issue. The device was returned without the customer's parts and accessories; therefore, it was evaluated with a medela lab kit on 11/25/2019 and it passed suction and cycle specifications. Refer to attached evaluation. The customer's report of low suction could not be confirmed. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of (B)(6) 2013 to (B)(6) 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2019, the customer alleged to medela llc that her pump in style breast pump was sluggish and had low suction, which caused her nipples to hurt.